Event description:
A philips employee became aware on 07jan2026 of a journal article (published online 25nov2009) titled "excimer laser ablation in the treatment of total chronic obstructions in critical limb ischaemia in diabetic patients. Sustained efficacy of plaque recanalisation in mid-term results". The article retrospectively reviewed a study of patients who underwent endovascular treatment of critical limb ischaemia (cli) in diabetic patients. During this period, 67 diabetic patients with cli were brought to the cath lab for ¿operative angioplasty¿ and to be treated with endovascular techniques. Of the 67 cases, laser was used on 35 patients to treat 51 lesions. Minor amputation was required in 6.7% of patients throughout the follow-up period, and 2 major amputations (MDR#: 3007284006-2026-00017). Endovascular re-intervention was required in two patients because of clinically significant restenosis (MDR#:3007284006-2026-00018). None of the patients enrolled died. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for each of the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 25nov2009 has been used, the date of publication. This report captures the endovascular re-intervention that occurred post-procedure with use of the turbo-elite devices. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B3) article citation: serino f, cao y, renzi c, mascellari l, toscanella f, raskovic d, tempesta p, bandiera g, santini a. Excimer laser ablation in the treatment of total chronic obstructions in critical limb ischemia in diabetic patients: sustained efficacy of plaque recanalisation in mid-term results. Eur j vasc endovasc surg. 2010; volume 39 (issue 2): pages 234-238. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/g4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, 510(k), expiration date, and manufacture date. E) although the journal article originated from italy, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, re-intervention is listed as a potential adverse event with use of the turbo-elite devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.